Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. There was no material missing as a result. The crack measures approximately 0.35mm x 6.25mm. Damage to the instruments tube adapter usually occurs during installation and removal of the mci tip accessory. The complaint regarding a cracked tip was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar cautery instrument was observed to have a cracked tip. The procedure was completed with no reported injury.